Event description:
The article, "bicuspid aortic valve type in predicting the occurrence of paravalvular leak following transcatheter aortic valve implantation", was reviewed. This research article is a retrospective, single-center experience to evaluate whether bicuspid aortic valve type and aortic root morphology can predict the development and severity of perivalvular leaks post-transcatheter aortic valve implantation (tavi). The devices included in the study were sapien 3, myval, portico, navitor, corevalve, evolut, sapien xt, acurate neo, and lotus. The article concluded that the incidence of more than mild pvl varied with bav subtypes and aortic root morphology. Independent factors increasing pvl risk included r-l cusp fusion, self-expanding prosthesis use, extended sinotubular junction short axis, and pre-existing atrial fibrillation. [The primary and corresponding author was malgorzata nieznanska, department of valvular heart disease, national institute of cardiology, alpejska 42, 04¿628 warszawa, poland, with corresponding e-mail: malgorzatakozma@gmail.com.] This study included patients with bav stenosis who underwent tavi from 01 january 2015 to 31 december 2023. A total of 145 patients were included in the study, of which an unknown amount received an abbott device. The average age was 77.4 years. The majority gender was female. Comorbidities included hypertension, chronic lung disease, heart failure, and prior myocardial infarction, atrial fibrillation, percutaneous coronary intervention, and coronary artery bypass graft.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.